Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) superior screen required repair. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had superior display failure. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and replaced (d160-00-0127) assembly, display top lcd. Fse ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.